Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, smoker, periodontal disease, nerve encroachment, inadequate bone quality/quantity, preceding/simultaneous bone augmentation, bone resorption, pain, mobility. Attempted implant placement of 3.5x11mm, but implant spinned and no stability. 4.0mm implant unable to be placed due to pain to patient - nearing mental nerv. Same patient as (B)(6).